Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient expired from a faulty defibrillator. No other information was reported and no other information is known or is obtainable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.